Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pt called the vad coordinator with a red heart alarm. Pt stated he changed batteries and checked everything, but was still having the alarm. The vad coord instructed the pt on changing system controllers, but the pt was not able to engage the driveline. Vad coord instructed pt a second time on changing to the backup system controller per protocol. Verbal communication ceased from the pt. Pt was located in a parking lot by bystanders and communication was achieved between vad coord and bystander. Bystander talked through reconnection of system controller, but he/she was unable to reconnect the driveline. Paramedics arrived and were able to reconnect the driveline to the system controller per protocol and the pump restarted. The pt was flown to the hosp, but subsequently expired.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.